Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the revising physician attempted to place an additional lead and reposition the original leads but was unsuccessful due to excess scar tissue. The patient was doing well post-operatively.